Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been experiencing discomfort at her scs ipg site. As a result, surgical intervention took place at which time the patient's physician electively replaced the ipg and implanted it in a new location. Additional information received identified the patient's issue has resolved.